Event description:
Event description boston scientific received information that this right ventricular (rv) lead dislodged one day following implant due to patient condition. The next day a revision procedure was performed and the lead was explanted and returned. The physician elected to use a competitor model extendable-retractable lead, which was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation.,